Event description:
It was reported the patient felt a warm feeling at pocket and experienced acute pain and swelling. It was painful to touch the implantable neurostimulator (ins) site. There was no known accident or incident related to this event. The patient felt a burning sensation when she pushed on the left side. The patient felt uneasy about using the stimulation therapy. Every so often, she felt a surging or shocking sensation and was afraid she would get electrocuted. The patient had difficulty laying down when stimulation was on because it was uncomfortable. The patient claimed her stimulation sensation was "weird to explain." She had the ins for pain on the right side of her rib cage and down her legs. The stimulation was not on. The patient did not have much pain at the moment since she was not very active. The patient did use stimulation, however, when she became active and the stimulation did help some with the pain. She had tried the other three programs, but was fearful in general of the ins. She did have reprogramming done a few times and was looking to find a new health care provider since she relocated. She had a spinal fusion in 2002 or 2003 and one in (B)(6) 2009. She also had a knee replacement and screws in her toes done in (B)(6) 2003. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
Follow up information received from the patient reported that they still had concerns with their device therapy but had not sought any further help. If additional information is received, a follow up report will be sent.